Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had charging difficulty and ipg needed frequent charging. It was believed that the ipg was affected by an external electric shock of the defibrillator. The patient underwent an ipg replacement procedure.